Manufacturer narrative:
E1: initial reporter, facility details are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, other) regarding a patient having spinal therapy. It was reported that during a lumbar fusion procedure, a reduction screw was inserted into the spine's vertebral body. The screw is equipped with a clip that is intended to be removed once the screw is securely positioned. However, one out of the four screws used had a clip that failed to detach, resulting in it being retained in the patient and causing continued pain. This issue was identified during a routine office visit one month post-operation through an x-ray on (B)(6) 2025. The patient is scheduled to return to the operating room to have the clip removed. There were no further complications reported regarding the event.